Event description:
During laparoscopic appendectomy procedure, doctor placed the bag with a stick in the abdomen and the bag split in half and broke while pulling the appendix out through a 5mm trocar hoe. No patient harm and no pieces retained.